Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report an adverse event on (B)(6) 2014. Patient's mother claimed that the padding on the receiver case's belt clip came off and exposed a piece of metal. The exposed metal cut the patient in the stomach and the patient sought medical intervention from a doctor on (B)(4) 2014. The doctor glued and clamped the cut and the patient was released. No further medical intervention was necessary. At the time of contact, the patient was fine.

Manufacturer narrative:
(B)(4).